Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch from was received from the initial reporter or product user.a 10 french, 6 inch sehath/hemostasis valve assembly was returnedf tor evaluation on the balloon catheter. Visuao examination revealed the sheath to be kiniked at the sheath/hub junction. The hemostasis valve gasket was in place within the valve. Based on the condition of the returned device, it was not possible to satistactorily test the sheath/hemostasis valve assembly in the laboratory. Leaking in the vicinity of the hemovalve may have been relatedf to the kinking of the sheath. It was not possible to draw any definite conclusions.

Event description:
When iab was inserted into the sheath "blood gushed out." The contact stated that "it appeared as if there was no white hemostasis valve" which would have prevented the backflow of blood. There was more blood than usual.